Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. A longevity calculation was completed and it was confirmed that the device met longevity expectations. Device memory was reviewed and no faults or errors were noted. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that this implantable pacemaker battery longevity is not as expected due to the device showing 3.5 years remaining and it was implanted 16 months ago. Technical services (ts) reviewed latitude information and noted the patient has a lot of atrial fibrillation (af). The device also shows one signal artifact monitoring (sam) event due to oversensing of af, however, this episode did not disable the minute ventilation (mv) feature. Ts also provided programming recommendations and to check the battery status in one month. The device remains in service. No adverse patient effects were reported. The product was returned for analysis, however, additional information received indicates that this implantable pacemaker was explanted due to therapy upgrade for a non-boston scientific cardiac resynchronization therapy defibrillator (crt-d), therefore, the device's explant is not related to this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker battery longevity is not as expected due to the device showing 3.5 years remaining and it was implanted 16 months ago. Technical services (ts) reviewed latitude information and noted the patient has a lot of atrial fibrillation (af). The device also shows one signal artifact monitoring (sam) event due to oversensing of af, however, this episode did not disable the minute ventilation (mv) feature. Ts also provided programming recommendations and to check the battery status in one month. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this implantable pacemaker battery longevity is not as expected due to the device showing 3.5 years remaining and it was implanted 16 months ago. Technical services (ts) reviewed latitude information and noted the patient has a lot of atrial fibrillation (af). The device also shows one signal artifact monitoring (sam) event due to oversensing of af, however, this episode did not disable the minute ventilation (mv) feature. Ts also provided programming recommendations and to check the battery status in one month. The device remains in service. No adverse patient effects were reported. The product was returned for analysis, however, additional information received indicates that this implantable pacemaker was explanted due to therapy upgrade for a non-boston scientific cardiac resynchronization therapy defibrillator (crt-d), therefore, the device's explant is not related to this event.